Manufacturer narrative:
Associated medatch report: 9610612-2021-00342 ( 400509442 nr475z). 9610612-2021-00341 (400509443 nr049z). Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr475z as columbus rev fem. Spacer dist.f5 10mm via information received from mw5099720. According to the complaint description, an adverse event occurred involving her aesculap left knee implant. Patient stated that she had this knee implanted in 2018 and noticed in 2019 that she began having severe pain. Patient stated that her doctor did a bone scan which showed the implant has lifted and become loose. Patient stated her doctor told her the implant will need to come out. There was a permanent impairment. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00341 ( (B)(4) + nr049z).